Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future this complaint will be re-assessed. A review of the device history was not possible on this occasion as no batch/lot number was submitted, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. A clinical review reported, based on the limited information provided, the impact to the patient cannot be determined. Should additional medical information be provided, this complaint will be reassessed. No further clinical/medical assessment is warranted at this time. The risk management file has been reviewed which contains multiple causes of false, canister full alarms including but not limited to incorrect setup of y connector toggle, filter not creating a high enough flow rate and difficulty in creating an adequate seal of dressings. Without further information into the cause of these alarms a thorough analysis cannot be carried out. The IFU for renasys touch has been reviewed which highlights clear steps to be taken to resolve instances of the reported event. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the renasys touch device was alarming canister full, even though the canister was empty, canisters were replaced 4 times and the problem was not solved. The patient ended up turning the machine off. Information about back-up is unknown.